Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found unconscious at home and was hospitalized in the emergency department. The health care professional (hcp) requested interpretation of the recorded atrial fibrillation (af) episodes and further details before external defibrillation rescue. Technical services (ts) discussed the patient received inappropriate shocks for t-wave oversensing. In addition, it appears the r-wave amplitude decreased, impacting the primary vector, after which the s-ICD was reprogrammed to secondary vector. A sudden decrease in the r-wave morphology was then observed. Further troubleshooting options and recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found unconscious at home and was hospitalized in the emergency department. The health care professional (hcp) requested interpretation of the recorded atrial fibrillation (af) episodes and further details before external defibrillation rescue. Technical services (ts) discussed the patient received inappropriate shocks for t-wave oversensing. In addition, it appears the r-wave amplitude decreased, impacting the primary vector, after which the s-ICD was reprogrammed to secondary vector. A sudden decrease in the r-wave morphology was then observed. Further troubleshooting options and recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 fields patient codes and impact codes were updated.